Event description:
The patient reported that all the keypad buttons have been intermittently unresponsive for the past month. He stated that he wears the pump on the outside of his clothing, and does not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.